Manufacturer narrative:
Although requested, no patient details: dob, age, gender, weight, or diagnosis were available. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that after spiking the blood container and priming the line with blood, the user inserted the pump segment into the pump module and identified small leaks occurring from the pumping segment. There was no patient harm. Received a copy of the customer's sus voluntary event report from FDA, which states rn spiked blood with tubing and primed it. When starting to place in the chamber it was noted in the stretchy part there were small holes and the blood started to leak out on to the floor. Tubing removed from the blood, no harm to the patient.